Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional information was received stating "tilted" means "deviating to one side". A new catheter was replaced in situ after removing the other malfunctioned catheter. The patient's condition was stable then." No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported "the balloon was tilted quite a lot in use." It was further reported the medical staff removed the foley catheter via normal procedure."